Event description:
An anchor, preloaded, rc5 ti implant lost structural integrity and fractured just below the head, as it was being inserted into the bone. After removing the screw from the bone the surgeon elected to complete the surgery as an open procedure (utilizing bone tunnels). There was a 30 min delay in the procedure. No pt injury was reported.